Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, was exhibiting ?double beep with no cassette." No patient involvement.

Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the housing was damaged. Functional testing was not able to duplicate the reported issue. Based on the investigation, the complaint allegation was not confirmed. The downstream occlusion sensor was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.